Manufacturer narrative:
The device with model 97755 and serial# (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple weeks the patient had been having issues with their recharger. Caller stated that this morning the implant was at 40% so they attempted to recharge it, but 2 hours later it was down to 30%. Caller added that sometimes the recharger doesn't read the implant at all, and sometimes it says recharging excellent but then they won't move at all and it loses connection. Caller also noted that the recharger gets very hot when charging the implant. An email was sent to the repair department to replace the recharger.